Event description:
It was reported that during a da vinci si cystectomy procedure the maryland bipolar forceps instrument would not cauterize. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint that the instrument would not cauterize. The instrument was placed on an in-house system for a cautery test and the instrument successfully passed the test by witnessing fumes from wet material after the test was initiated. Engineering found deep scratches on the main tube. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. The scratches varied in length measuring approximately from .0465 to .5395 in length. The evidence was inconclusive, but the damage was likely due to mishandling. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.